Event description:
A patient of undisclosed gender and age underwent an unspecified procedure in which the cook celect platinum navalign uniset vena cava filter set, g34505, was used. Filter deployed by itself. Uniset celect filter was switched over to jugular deployment. As the sheath was pulled back, the filter came off the hook and deployed on its own. Safety button was on. This was too low and had to be retrieved with a retrieval kit. Couldn¿t re-deploy filter and had to open a tulip jugular deployment to place filter. It was switched to jugular deployment.